Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 302 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the sensor had sensor glucose readings of 40 mg/dl and blood glucose was 200 mg/dl. The customer's blood glucose was 232 mg/dl at the end of call. The customer stated that they received false low alerts. The customer was advised to turn sensor feature off. The sensor will not be returned for analysis.